Manufacturer narrative:
Investigation into this event found that the eci analyzer was operating as expected during the time of this event. Qc results and calibration data were acceptable. Testing by OEM methods was positive, consistent with the pt's diagnosis. No further sample analysis is possible. The root cause of this event is unk.

Event description:
A customer observed negatively hbsag results for a pt sample tested on the vitros eci analyzer. Alternate testing was positive for hbsag. False negative results could result in inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.